Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with failure code 810. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event of failure code 810:11 interrupted delivery on channel a. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4).the assignable cause of the repoted condition was determined to be air-in-line printed circuit board failure.should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810 was confirmed in the pump's event history during product evaluation. No assignable cause was provided during product evaluation. However, the pump's air in line (ail) printed circuit board (pcb) was replaced as a precaution. Additionally, the failure code 810:11 occurred on (B)(6) 2010, per the event history review, as opposed to the reported occurrence date of (B)(6) 2010. Should additional information be received, a follow-up medwatch will be submitted.